Event description:
A peritoneal dialysis patient indicated that she was having problems with the cycler and fluid leaking. There is no report of patient ill effect. There is no sample available for evaluation.

Manufacturer narrative:
There was no sample returned for evaluation. Therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.